Manufacturer narrative:
Insulin pump received with missing segments/partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test or verify unexpected battery power loss due to missing segments/partial display.

Event description:
The customer reported via phone call that the insulin pump had display issue with lines going through line on display. The customer's blood glucose level was unknown. Customer also stated that they received failed battery alarm. The insulin pump will be returned for analysis.